Manufacturer narrative:
(B)(6). The actual device was not available; however, four photographs of the sample was provided for evaluation. Visual inspection of the provided photograph did not confirm the reported issue. Due to the nature of the returned sample, the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leakage was observed on a polyflux 14l dialyzer during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.